Event description:
It was reported while using bd vacutainer® sst¿ ii advance, an unspecified number of tubes exhibited fibrin and red cell hang-up after processing resulting in blockage of the instrument pipettes and possible error in results. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary bd received 1 photo for investigation which showed evidence of red cell hang up, and fibrin was not observed. A total of 100 retained samples were visually inspected, and no additive or gel defects were found. Complaints for sample quality were not under statistical control for the month of january 2026, additional testing will be performed. Factors that may contribute to fibrin and red cell hang up were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer's indicated failure modes, fibrin and red cell hang up, via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples demonstrated clinically acceptable performance. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode red cell hang up via photo analysis. This complaint has not been confirmed for the indicated failure mode fibrin no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance, an unspecified number of tubes exhibited fibrin and red cell hang-up after processing resulting in blockage of the instrument pipettes and possible error in results. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.